Event description:
It was reported that the patient had been hospitalized due to a high-pressure pump alarm issue; it is not known if the patient is still in the hospital or the details of their admission, discharge, or length of stay. The pharmacy replaced the device, and the patient had a backup device they were able to switch to.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H10: additional related report number "3012307300-2024-11258" h3/h6: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.